Event description:
This is a report of peritonitis in a patient coincident with physioneal and extraneal therapies for peritoneal dialysis (pd). Physioneal and extraneal remained ongoing and unchanged. The patient experienced peritonitis, manifested by cloudy effluent and abdominal pain. The patient was treated with ceftazidime ip 1g/day and vancomycin ip 2g every 5 days. According to hospital protocol, the patient suspended apd and started capd (4 exchanges/day with the same pd solutions) enabling intraperitoneal antibiotic administration. Two days later treatment with ceftazidime was ended. The cause of the peritonitis was unknown. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4): additional information received from the nurse: the patient recovered from this peritonitis event.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.